Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient and was noted that it had ¿micro leaks¿ from the balloon. No medical intervention was reported.

Event description:
It was reported that the catheter fell out of the patient and was noted that it had ¿micro leaks¿ from the balloon. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. A two way lubricath latex catheter was returned. The catheter was returned with a damaged balloon. A 10 cc leur lock syringe used to infuse water into the catheter. Water flowed through the inflation eye with no issues. A potential root cause for this failure could be "over inflation during use". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.